Event description:
Continuous renal replacement therapy treatment initiated. The machine alarming for blood pump failure, blood flow path, and improper weight. Two rn's attempted to correct the alarms, and were unable to do. All blood was returned. A new machine was primed, and treatment resumed.

Event description:
Continuous renal replacement therapy treatment initiated. The machine alarming for blood pump failure, blood flow path, and improper weight. Two rn's attempted to correct the alarms, and were unable to do. All blood was returned. A new machine was primed, and treatment resumed.